Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD), implanted 6 months with minimal therapy delivery exhibited a monitoring voltage of 2.94v. The device is at beginning of life (bol). Guidant received subsequent information that the monitoring voltage has continued to decrease.